Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that initially there was loading error with sensar monofocal intraocular lens, so surgeon thought of using sensar monofocal intraocular lens with same model and same diopter (model ar40e +25.0 diopter). However, this lens had broken haptic during surgery. So, surgeon implanted initial lens successfully using forceps by hand and no cartridge was used. During the same procedure incision enlargement and sutures were required. No further information provided. This report will capture information for broken haptic issue. Another report is being submitted for lens that remains implanted.